Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump battery compartment was observed to be cracked from the pump threads to the case seal. Corrosion was observed in the battery compartment. The pump was found to be able to power on appropriately. A pump leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).